Event description:
Related manufacturer report number 2017865-2022-10064. It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead and oversensing resulting in inappropriate mode switching and low pacing impedance were noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating x-ray imaging was performed and fracture of the right ventricular lead was observed. The device was reprogrammed to resolve the event. The patient was in stable condition.